Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose 3 times in the last 6 days, going as low as 27 mg/dl. On (B)(6) 2018 they had blood glucose of 38 mg/dl at the time of the incident. The customer was at 348 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as sweating. The customer's current high was due to treating for the low and manual injections. The customer was wearing the insulin pump during the incident. The customer states the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.